Event description:
The consumer has had a night guard for 3 years and used to use tooth paste and hydrogen peroxide to clean it. Upon beginning the use of the "retainer brite" cleaning tablets her tongue became red and swollen.